Manufacturer narrative:
The customer reported that the central nurses station (cns) discharged a patient by itself. The nurse is unaware of anyone discharging the patient at the central nurses station or bedside monitor. Nurse is going to ask around to make sure no one did anything to discharge the patient. This issue is being documented just in case it happens again somewhere else. There is no feature that automatically discharges patients. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the central nurses station (cns) discharged a patient by itself.